Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while using an stsf catheter noise was observed from the catheter electrodes being displayed on the carto 3 and electrophysiology recording systems. The cable was replaced, but the issue remained. The catheter was then exchanged, and the issue was resolved. The procedure continued successfully. The carto 3 system was operating per specifications and is not considered responsible of the issue. The catheter was determined to be the root cause of the issue experienced. It was also reported that pericardial effusion was noted after transseptal access and after some ablations were done with the replacement stsf catheter. The patient¿s systolic blood pressure dropped to 90, and cardiac tamponade was confirmed by ultrasound and intracardiac echocardiography (ice). Pericardiocentesis was performed and a total of 330 cc of fluid was removed from the pericardial space. The procedure continued and some other ablations were done. However, the procedure was unable to be completed due to the proximity of the conduction system to the area of ablation. No ablation was done prior to the effusion. No transseptal puncture was performed and there was no evidence of a steam pop. It is unknown if extended hospitalization was required. The pigtail catheter was still in the patient for drainage. The patient was reported to be in stable condition and fully recovered. Physician¿s opinion regarding the cause of the adverse event is unknown. Irrigated catheter settings were set to low flow of 2 ml. Force visualization features were: dashboard, vector, and visitag. Visitag module parameters for stability were: impedance drop for color and 2mm for 4 sec. No biosense webster inc product malfunctions were reported.

Manufacturer narrative:
Additional information was received on 1/20/2020 indicating both catheters (thermocool® smart touch® sf bi-directional navigation catheter & webster¿ electrophysiology catheter) were used. The female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with both thermocool® smart touch® sf bi-directional navigation catheter & webster¿ electrophysiology catheters and suffered cardiac tamponade requiring pericardiocentesis. The thermocool® smart touch® sf bi-directional navigation catheter was reported in the initial report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
In the initial, the thermocool® smart touch® sf bi-directional navigation catheter was reported. On (B)(6)2020 , additional info was received indicating a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a webster¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The webster¿ electrophysiology catheter will be reported in report number: 2029046-2020-00106. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no:(B)(4).